Event description:
Procedure: laparoscopic roux-en-y gastric bypass converted to open roux-en-y gastric bypass with intraoperative esophagogastroscopy. As reported in the legal complaint, the surgeon used an ethicon device and an ethicon sales person was in the or for the surgical case. Although the operative notes describes the use of an unspecified "endo gia," a review by the company shows no record of any endo gia device being sold to the surgical facility for more than five years prior to the surgery date of 2005. It appears that the only reason why us surgical was identified in the legal complaint is because of the reference to an "endo gia" device in the operative report, which under the circumstances is presumed to be a reference to a generic type of laparoscopic surgical stapler. If further info indicates that a us surgical endo gia stapler was used in this surgery this report will be amended and updated accordingly via a supplemental MDR. According to the info contained in the "findings" of the operative report: there was "extreme intra-abdominal fat adipose tissue making this very difficult staple line. The stomach tissue was very thick and the blue stapler loads pulled out causing a hole in the stomach requiring open procedure." According to the "procedure in detail" as stated in the operative report: "it was difficult to get good exposure. She had a very large liver and quite a lot of intra-abdominal adipose." (The surgeon) "did see the angle of his watch with addition of another 5mm port of facilitate add'l liver retractor. A window was created just along the lesser curve in order to enter the posterior gastric space and the endo-gia blue load was inserted and fired. However, the staples did not completely close and a fairly significant gastrotomy was performed. At this point," (the surgeon) "felt very uncomfortable completing this laparoscopically as we have had these problems and the visualization was poor. For this reason, converted to an open procedure." The legal complaint further alleges that a "leakage from the staple line at the site of the anastomosis created in the stomach resulted (in the pt) having to undergo a second open surgical procedure, an exploratory laparotomy, four days later." It is further alleged that the pt expired one week later; however, no primary or secondary cause of death has been identified and no autopsy results have been provided for review.

Manufacturer narrative:
No product identification is available. Therefore, the info in section d3 only reflects that north haven-uss is the reporter of the event.